Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include leaflet impingement in a highly calcified native valve.  Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause a central leak. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there was no indication a product deficiency contributed to this adverse event.  Investigation results suggest/indicate the cause of the leaflet motion restriction and the regurgitation could not be determined; however, patient factors not provided and the mechanisms described above (calcification, improper positioning) may have contributed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 23 mm sapien 3 valve via transfemoral approach with the commander delivery system and esheath, was placed inside a pre-existing sapien xt valve due to non-functioning leaflet and central leak of the sapien xt valve. The procedure was successful and the patient is stable.